Event description:
During meniscus repair procedure, when pushed through meniscus and first t implant in place, the second t implant pushed forward into ready position, as expected, however, on retraction through soft tissue prior to second t implant placement the second implant fell off after catching on tissue. This occurred on 3 separate occasions during the same case. The t1 implant remained inside the meniscus and the surgeon was happy to leave it in position.

Manufacturer narrative:
(B)(4).